Event description:
This report is being filed to add a patient code.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode a month prior. Since then, their heart rate had been in the 40s as measured by a blood pressure monitor. An electrocardiogram showed a sensing issue. The caller stated they would reprogram sensitivity to optimize device function but noted that did not provide a reason for the clinical observation of syncope and bradycardia. A boston scientific technical services (ts) discussed potential causes for the syncope. No adverse patient effects were reported. This device remains in service.